Event description:
It was stated that the customer was experiencing high blood glucose levels that did not appear to respond with boluses. At the time of the call, the customer was in the hospital being treated with insulin. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. However, the customer's wife was not comfortable with the insulin pump, and asked for a replacement. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.